Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be identified. However, it is likely the connection failure was due to the defective connector and shorting of the board due to dust inside the device. It is possible the dust took moisture and shorted the board. The procedure was completed with the same device. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. The intended procedure was an endoscopic procedure. The procedure was able to be completed with the subject device. There was no patient impact.

Event description:
A user facility returned the olympus, evis exera iii video system center due to broken video connector and would not connect. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus france for evaluation. The evaluation uncovered no image when the device was connected due to a faulty dr board. Additionally, the video connector socket was defective which causes intermittent image display during testing. The faulty parts need replacement to bring the device to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.